Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when connected to the screen, a data download could not be completed. The system controller was exchanged.